Event description:
It was reported that the procedure was to treat a concentric lesion in the distal right coronary artery with moderate tortuosity, heavy calcification and 90% stenosed. A hi-torque proturn guide wire was prepped per the instructions for use and advanced. However, resistance was met and the guide wire became stuck with the lesion, reportedly due to the lesion having heavy calcification and moderate tortuosity. Thus, the guide wire was removed from the anatomy by rotating the guide wire. Once removed, the guide wire coil was noted to be stretched and movable outside of the patient anatomy. However, the stretched coil remained intact and in one piece. The procedure was continued using another guide wire and was ultimately treated with a xience xpedition stent. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The proturn guide wire is currently not commercially available in the us.; however, it is similar to a device sold in the us.